Event description:
Per mom, child dislodged the 14fr, 1.2cm mic-key button during normal activities around 11:30am. Balloon was inflated and intact when it occurred. Gt button was placed laparoscopically on (B)(6) 2015 and has worked well until now. The physician examined the balloon by inserting 4ml of air to look for a leak. There was no leak, but the tube was noted to be misshapen with an asymmetric balloon. Physician believes this led to the dislodgement. Same pt as mw5043179.